Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 the patient reported her blood glucose was elevated to 411 mg/dl this morning and she bolused 8 units of insulin. She mentioned receiving an e4 (occlusion) error. She was not able to complete troubleshooting at the time of the initial report and she stated she would begin injection therapy. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.